Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as a tooth extraction (permanent impairment to a body structure) was reported and an align product was being used.

Event description:
The patient reported the symptom of loss of tooth #24 (lower left central incisor).the patient did not report requiring any medical intervention due to the reported symptom. The patient did not report taking or being prescribed any medication to alleviate the reported symptom. The treatment has not been discontinued as the patient is still wearing the aligners and is currently asymptomatic.